Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive and became frozen on the bolus menu. Subsequently, it was reported that the pump reset unexpectedly. Customer's blood glucose level was 156 mg/dl. Reportedly, the customer loaded a new cartridge onto the pump and resumed insulin delivery.